Event description:
It was reported that during a ptca procedure, the guidewire would not advance distally, and it was torqued in order to advance it through the tortuosity (contrary to IFU). While trying to remove the guidewire from the vessel, the tip separated and was retrieved with a snare device.